Manufacturer narrative:
Our CAPA system has found this past-due reportable event. Analysis found that only the proximal portion of the lead was returned. The electrical characteristics of the returned portion were normal. The outer insulation was abraded through at 12.5cm from the connector pin due to friction with the ICD can. The insulation of the rv cables was not affected.

Event description:
It was observed that the threshold began increasing since 2008. Lead insulation damage was suspected.